Manufacturer narrative:
This device has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noise, high capture thresholds. The physician suspected a rv lead dislodgment or fracture. The rv lead was explanted. This explanted rv lead was discarded at the facility and is not expected to be returned. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.